Event description:
Pt was being monitored via a pacer/defibrillator. Selector knob turned to off. Pt jumped and stated "felt a shock". No changes noted in pt's clinical condition. Pacer/defibrillator removed from service and evaluated by biomedical engineering. No problem found with defibrillator. There is a question/concern that possibly the selector knob was turned too far past the off position causing the pacer to activate for an instant. Hosp has therefore advised the users to ensure the pacer output and pacer rate settings are set to zero when monitoring a pt. Rptr is recommending that MFR consider incorporating a "deadman switch" to the selector knob so that the selector knob would have to be pushed down to get past the "off" selection to the "pacer on" selection.